Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her treatment. When she opened the cassette door she found fluid leaking from the cassette. The sample was not made available. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.